Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead and associated device experienced syncope. The right ventricular (rv) lead displayed noise and oversensing which led to pacing inhibition resulting in greater than two seconds of asystole for the patient. The patient was seen for a surgical revision procedure where the lead was surgically abandoned and replaced. The device was explanted. There were no additional adverse patient effects. The device was returned for analysis.